Event description:
Colleague infusion pump was reported originally for a failure code 812:02. It is unknown when the reported condition occurred. No patient injury or medical intervention was reported. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a failure code 812:02 which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The condition of failure code 812:02 was confirmed through the event history and was found to be due to a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).